Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the large suturecut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during central processing, a cable was frayed/broken in the large suturecut needle driver instrument. There was no report of patient involvement. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed the instrument was inspected prior to use and there was no damage or anything out of the ordinary noticed. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were no cables visibly protruding from the distal end of the instrument. The customer does not have photographic images of the device or a video recording of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis.